Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that her infusion set was pulled out accidently when she caught it going to the toilet. No further information available.